Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. The patient stated this occurred somewhere at the beginning of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient experienced a power outage and disconnected from the homechoice device. When the power returned, the patient tried to resume therapy, but was not connected until the machine alarmed system error 2240. The alarm was resolved by cycling power to the homechoice device. Proper procedures were review with the patient. The technical service representative advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient improperly disconnecting or reconnecting to therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.